Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and high impedance with a potential connection issue with the implantable cardioverter defibrillator (ICD). The pocket was re-opened and it was noted that one of the rv lead pins was not fully inserted. The rv lead connection was renewed. The ICD and rv lead remain in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter(sic). Analyst commented, beginning (B)(4) 2014, sensing integrity counts up to 7001. Rv lead integrity warning occurred (B)(4) 2014 for sic greater than 30 in 3 days and 2 or more ventricular tachycardia (vt) non sustained episodes. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. Analyst commented, on week of (B)(4) 2014, rv bipolar lead impedance measured 1045 ohms up from 988 ohms increasing to 1520 ohms on (B)(4) 2014. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, high-rate non-sustained episodes with evidence of lead noise oversensing and inappropriate shock.

Event description:
It was further reported that the rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d294trk ICD implanted: 2014-(B)(6); 5076-52 lead implanted: 2009-(B)(6). (B)(4).